Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cinchlock pull wires x 3 snapped whilst using xbraid labral tape. Probable root cause: design: poor mechanical advantage of locking feature, materials of inserter locking mechanism cannot withstand user locking forces manufacturing, locking mechanism not manufactured or assembled to specification, incorrect heat treatment applied. Application: not enough force applied, user unfamiliarity with device .

Event description:
It was reported that the pull wire snapped. The procedure was completed successfully.